Event description:
Bayer case number: (B)(4) pain [pelvic pain female] , reproductive issues [reproductive tract disorder nos] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: other products: no. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion intervention required). On unknown date she experienced female reproductive tract disorder ("reproductive issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered female reproductive tract disorder and pelvic pain to be related to essure administration. The reporter commented: (essure) expiry date: unknown. I am having a hysterectomy due to all of my reproductive issues stemming from or related to the essure product in my body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were availab case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.